Event description:
It was reported that high impedance was observed on a vns patient's device, during a clinic visit on (B)(6) 2016. The device was then switched off. Due to the fact that there was an increase in seizure frequency, the revision surgery took place on the next day. It was reported that the increase in seizures was above pre-vns baseline. X-rays was taken and send to the manufacturer for review. The generator appeared on the x-rays to be placed in upper chest near the left under arm, in normal arrangement. The filter feed-through wires appeared to be intact. The pin connector was not fully inserted. The electrodes appeared to be placed in normal arrangement. Strain-relief bend and loop are presents. Only two tie-downs were found (visible) holding the lead. A portion of lead behind the generator could not be assessed. No suspected lead break or any sharp angle was found on the visible part of the lead. It was reported that during the surgery, on (B)(6) 2016, the surgeon decided to replace the existing generator by a new model for medical reasons. The patient's vns system was tested upon connection of the new generator to the existing lead and system diagnostics returned impedance results within normal limits with 3000 ohms. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution. The explanted generator was not returned to the manufacturer to date. Therefore, no analysis could be performed. No additional information was provided to date.